Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion due to high thresholds/exit block on the right ventricular (rv) lead. The rv lead was also undersensing. The device was explanted and replaced. The rv lead remains in use and the new device was programmed to accommodate the high thresholds. No patient complications have been reported as a result of this event.